Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The no delivery alarm functioned properly during testing.

Event description:
Customer reported that she had unexplained high blood glucose of 529 mg/dl her infusion set cannula was bent and her insulin pump did not alarm. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.